Event description:
The customer reported a posterior capsule tear with an anterior vitrectomy performed. The customer noted it was difficult to connect the vitrectomy probe to the system. The system was switched out to complete the anterior vitrectomy. The nurse noted there was no patient injury. The surgeon noted sutures were used to close the wound; the patient outcome is good.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.